Manufacturer narrative:
H6. The product was disposed, and therefore is not available for eval.

Event description:
Pt went into supraventricular tachycardia for no clear reason. Clinician performed carotid sinus massage and noted that swan-ganz catheter had slipped out of the introducer quite a bit. The catheter was stitched in, but the introducer was noted to be snapped, which allowed the catheter to slip out of the pt's neck. The pt was given gelifusin volume expander to resuscitate blood pressure and heart rate settled back to normal. No pt consequences reproted.